Event description:
Home pt (hp) reports "extreme" shoulder pain due to excess air. Hp reports she was not priming her pt 12 ft. Extension set properly. Hp reports the pain has dissipated and no medical intervention has been necessary. Hp notes she notified dr. And no x-ray was taken.